Event description:
The customer reported that during a lavh procedure, the jaws jammed and were stuck on tissue. The doctor gently pushed forward and was able to get the handle to open the jaws and release the tissue. There was a very small amount of bleeding but the case continued laparoscopically and was completed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.